Event description:
It was reported that the fiber tip ruptured/broke at 353,637 with 34:53 minutes of use. The fiber was not cleaned during the procedure. The fiber was replaced and the procedure completed using a second fiber. The patient outcome was not reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis found that the fiber tip exhibit no signs of breaks/fractures. The reported fiber cap/tip break event could not confirmed. The glass cap bevel edge and metal cap were not aligned. The glass cap could rotate independently of metal cap. The glass cap exhibited severe devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibited severe charred detritus adhesion on surface and indication of slight melting on output window. The outer flow tubing open end exhibited minor scratch marks and mild contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments and tabs appeared in good condition and secure. The control knob is attached and aligned with fiber and can rotate the fiber. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass and metal cap misalignment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber tip ruptured/broke at 353,637 joules and 34:53 minutes of use. The fiber was not cleaned during the procedure. The fiber was replaced and the procedure completed using a second fiber. The patient outcome was not reported.